Event description:
Related manufacturer reference number:1627487-2022-01338. It was reported that following an unrelated surgical procedure, the patient experienced undesired nerve stimulation. Imaging revealed possibly fractured leads. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.